Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass; unable to perform functional testing due to lcd glass anomaly. The insulin pump had cracked case at the display window corner, minor scratched, cracked display window and missing the end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a partial display. The customer's blood glucose was unknown at the time of incident. Troubleshooting did not occur. The insulin pump will be returned for analysis.